Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 165 mg/dl. Customer's spouse stated the customer had changed the reservoir and wiped down device since food was smeared on the screen and it alarmed. Customer's spouse stated she trying to rewind the device and she act by mistake and hit esc to back and the device alarmed. She was unable to clear the alarm. Customer was advised to discontinue use of the device and revert to back-up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No button error alarm noted. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.